Event description:
It was reported that a revision surgery of the right hip was performed due to unknown reasons. Bilateral patient.

Manufacturer narrative:
It was reported that right revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, IFU review and risk management review could not be performed. If this information becomes available at a later time, the task will be reopened and completed. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event that medical records are received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.